Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested and the following was obtained: what were the indications for surgery? R/ he has diverticulitis. Can you confirm the procedure being performed? R/ sigmoidectomy. What color setting was selected on the device and what was the sequence of the firings? R/ blue, all of them were blue, 3 in total. What anatomical structures was the device fired on? R/ colon. Were other stapling or suturing devices used when creating the anastomosis? R/ he did not use any suture for the anastomosis. Were there any issues experienced with the device or staple form in the initial surgical procedure? R/ no, the surgeon said that the stapler worked perfectly and he did not saw anything strange. Was the device difficult to fire? R/ no. Was a leak test performed? If so, what type and what was the result? R/ no. How were the post-operative issues identified? R/ bowel distention, oral intolerance and abdominal pain. How many days post-operative was the leak identified? R/ in the fourth day. Can further information be provided on what was meant by, ¿staples opened¿? R/there was no correct formation of the staples in the distal part, for this reason they opened generating the leak. Were malformed staples identified? If so, what was the shape and location of the improperly formed staples? R/ no. What was done during the reoperation? R/ the surgeon reinforced the stapling line with manual suture. What is the current status of the patient? R/ the patient is hospitalized, he is getting better.

Event description:
It was reported that the ntlc stapler was used in a colostomy, but the patient has complications due to staples failure, as the staples opened. The surgeon states that there was a fault in the stapling line. It is pending the information of staple size used in the tissue. There was reintervention of the patient since presented a leak in the staple line which led to peritonitis. The reoperation occurred 3 days later and at the time of the shot no problem was detected in the staple line. The patient currently has peritonitis and is in the ICU.